Manufacturer narrative:
The device was returned to olympus. Prior to the device being evaluated, as of this report it is unclear if the unit was sent to an independent laboratory for confirmation culture testing. The customer provided some of the cleaning sterilization and disinfection (cds) processes performed at the user facility. During the manual cleaning process, the customer uses detergent end fresh s and brushes the instrument channel, suction cylinder, instrument channel port, air/water button, suction button, and forceps plug. The brand of brushes used by the customer was not provided. The scope was not manually disinfected. For automated endoscope reprocessor (aer) treatment, the customer uses an oer 4 with end quick detergent and aceside (disinfectant). The scope is stored in room temperature in a simple cabinet without a drying function. The customer indicated that the scope is dried manually by alcohol flush and wiping down the scope with a clean towel. Upon device return to olympus for evaluation it was visually observed that the plastic distal end cover had multiple dents. It was also observed that there was a crack in the adhesive of the bending section cover. Peeling of the coating on the insertion tube was observed, likely due to chemical stress, deterioration due to aging and or caused by physical handling. The bending angle and play of the angle knob did not meet standard due to an elongation and stretch of the angle wire. It was observed that the curved rubber bond is cracked, and the adhesive was missing. Also, the air and water nozzles were clogged, reducing draining function. The clogged nozzle is likely due to insufficient cleaning. It was also observed that the tip cover was crushed due to physical handling. Also, the illumination lens was cracked due to physical handling and tip collision. It was also observed that the adhesive part of the objective lens had came off due to physical handling, as well as the adhesive on the lighting lens. Lastly, scratches were observed on the following components due to physical handling: insertion tube, switch 1 and on the scope connector side of the universal cord. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, during routine testing, the evis lucera colonovideoscope tested positive for microbiological contamination. The scope was sampled an unknown number of times and the scope tested positive for an unspecified colony forming units (cfus) of candida albicans, citrobacter freundii and aromonasu hydrophila. Sampling occurred at maintenance, before use. The user did not report patient/user harm or injury due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. As a result of the review of the reprocessing method, it was confirmed that mh-948 was not used to supply air/water to the air/water channel and there were deviations from the reprocessing method described in the device instructions for use (IFU). A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined however, it is likely that the deviation from the device IFU caused the event. The following is included in the device IFU: "if the endoscope is not cleaned meticulously, effective disinfection or sterilization may not be possible. Clean the endoscope and accessories thoroughly before disinfection or sterilization to remove microorganisms and organic material that could reduce the efficacy of disinfection or sterilization." Olympus will continue to monitor field performance for this device.